Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported via a manufacturer representative that the patient was undergoing an elective battery replacement to remove the rechargeable implantable neurostimulator and place a primary cell implantable neurostimulator. The goal of the surgery was only to explant and replace the battery. Upon using the wrench to loosen the set screws and remove the leads from the stimulator, the surgeon could not slide the lead plugged into the 8-15 port out of the battery. It was stuck after she tried multiple times. The health care professional tried to tighten and loosen the set screw multiple times, but the lead remained stuck. It would not come out. The cause was unknown. The battery and lead explanted. Additional information noted that both leads had to be explanted. One was stuck in the implantable neurostimulator and one was no longer in the epidural space. It was noted that it "will be replaced at a later date."

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2021. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2021. Product type lead h3. Analysis of the implantable neurostimulator (ins) nme702308h found that the stimulator was functionally ok with insignificant anomalies. Analysis of the lead va1lren042 found that conductor 9 was corroded/broken at the crimp sleeve and connectors 9 and 10 were corroded. Analysis of the lead va1lrel009 found no anomalies. H6: ins nme702308h the conclusion code that applies is d14. The results code that applies is c19. The method code that applies is b01. Lead va1lren042 the conclusion code that applies is d12 the results code that applies is c0601 and c070603. The method code that applies is b01. Lead va1lrel009 the conclusion code that applies is d12. The results code that applies is c19. The method code that applies is b01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that both leads were removed. New leads will be implanted on (B)(6) 2021. The ins would be returned.